Event description:
Customer called in to report the insulin pump has a crack. The crack is located in the uppder left corner of the screen towards the left hand side of the insulin pump. Blood glucose reading at the time was 116 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case display window corner, a cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.